Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered occlusion at infusion set tubing site on (B)(6) 2024. Patient replaced infusion set and resumed insulin successfully. No further information available .